Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The company was informed that the recipient¿s device was explanted. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Correction: section: a1, a.2, a.3, b.1, b.2 & h.1, e.1, e.2, e.3, g.2, b.5, b.6, b.7, d.1, d.4, h.10, h.4, d.6a, d.5, h.6. Advanced bionics considers this event as non reportable. This event was reported in error, the recipient's device remains in situ and there is no complaint against this device. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.